Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, in (B)(6) 2025 (specific date not reported), the patient reported a performance decrement, with gradually decreasing speech discrimination, poor sound quality and intermittencies. Troubleshooting, reprogramming and hardware exchange attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.